Event description:
Following treatment for a myocardial infarction, the device was used for routine ECG monitoring of a patient during vehicle transport to another facility. The device allegedly displayed excessive ECG artifact intermittently. There were no adverse affects to the patient reported as a result of the alleged malfunction.